Manufacturer narrative:
This complaint was received from one clinician who was dissatisfied with pt outcomes following gynecological procedures. The devices were not returned and lot numbers were not provided. The sales rep communicated with the clinician directly and advised on proper adhesive application technique and pt after care instructions. Wound dehiscence may occur if the adhesive is applied improperly or if pts do not properly care for their wounds post-operatively. In both cases significant training is involved to make sure errors do not occur. Labeling also indicates proper application and care instructions. During investigation, cmpi interviewed (B)(6) and noted that the surgeon did not use deep-dermal or subcu sutures in conjunction with the adhesive, as it is indicated. It is possible that these wounds were under high tension and without sutures were vulnerable to dehiscence, especially if pts did not follow proper aftercare. Cmpi has requested more information to help complete this investigation. If more information is received, a supplemental report will be filed.

Event description:
Dr. (B)(6) expressed concerns regarding derma+flex qs and open wounds on 4 out of 8 pts who returned to ed post op. Wounds were small, but open. Procedures were both laparoscopic and total hysterectomies. Doctor did not use deep dermal or subcutaneous sutures for any of these cases. No specific pt or event information was provided by the user facility.